Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. The pacemaker went into backup vvi during a firmware upgrade. It was restored to normal settings and the patient was stable.